Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side implant is "flat." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Upon explant of the device, it was noted that patient had a capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening curved on anterior, creases flat and white particles. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection verified there was no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side implant is "flat." Upon explant of the device, it was noted that patient had a capsular contracture, baker grade unknown.